Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell 4. The technical service representative (tsr) assisted the home patient (hp) to cycle power and the hc alarmed system error 2367. The tsr had the hp cycle power again and the alarms cleared. The hp would contact the nurse regarding the alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cause was unknown and therapy has been going fine since the event. The sample was discarded and a companion sample was available and requested. No patient injury or medical intervention was reported.